Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/08/2015 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life. Visual inspection revealed that the battery compartment was cracked below the bumper pad. The returned battery and cartridge caps were used to complete all testing. The pump¿s electrical current draw during ¿sleep¿ was found to be above normal specifications. The sleep current draw returned to specifications after unplugging the continuous glucose monitor (cgm) module flex from the printed circuit board. An intermittent condition was found to the cgm module due to a cold solder connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.